Event description:
A malfunction alarm was reported on a customer's pump, and the customer was unable to reset it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The technical support team arranged to send a replacement pump, confirmed the shipping details, and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed to allow the problematic pump's battery to fully deplete before returning it in the provided return box within 10 days.